Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 57 consistent with a software runtime error, after which the device was restarted and dosing resumed normally; during the alert period the user administered a subcutaneous insulin pen dose and later reported a blood glucose of 287 mg/dl, and subsequent follow-up confirmed the alert did not persist and glucose stabilized. Symptoms included hyperglycemia without associated clinical manifestations. Outcomes included no need for medical intervention beyond self-management and no hospitalization. Investigation included complaint intake assessment and user troubleshooting with device restart and education. Investigation of this case revealed a transient software runtime error with device not dosing during the event, with no persistent malfunction identified after restart and no component failure confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to a transient software issue without reproducibility.